Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. Image review: submitted images appear to display instrument distal tip deformation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: compression fracture procedure: posterior spinal fusion and vertebroplasty levels: right side of l3 and l5, reinsertion at l3 and l4 it was reported during the surgery, surgeon placed screws at right side of l3 and l5. Screws at both sides backed out during compression. The screws were removed and mas screws were reinserted at right side of l3 and l4. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.